Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Caller stated that they weren't using the stimulator because they were told it would work, but it didn't. Patient didn't want to go back a third time even though it didn't work and was bothering them. Caller noted that it's been bothering them more and more now. Caller added that they have a pain doctor who sent them to get x-rays and found one of the leads is bent, and that's why they always have a headache on that side like a half of their head is always in pain. The patient was redirected to their healthcare provider to further address the issue.